Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +21.5 diopter, was not inserted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.